Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the tip of the catheter was found to be damaged with bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip was damaged.

Manufacturer narrative:
Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and noticed that there was no damage to the catheter tip. The tip was graded and found to be acceptable and within product specifications. However, the engineer did notice that there were white-clear particles near the tip of the catheter and dark colored fibers stuck to the lube around the tip. The white particles were determined to be catheter material from the manufacturing process but a definitive cause for the dark fibers could not be determined as the unit was received outside of its original packaging. Based off the visual inspection the engineer was unable to verify the reported defect of damaged catheter tip. Since no damage was observed a root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. A notification has been sent out to all associates involved to raise awareness of this issue.

Event description:
It was reported that prior to use the tip of the catheter was found to be damaged with bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: the catheter tip was damaged.